Manufacturer narrative:
The lot history review of the delivery catheter system (dcs) and the device history review of the valve are not required as the event description does not indicate a potential manufacturing issue. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels, and compliance of the native anatomy. In this case, it was noted that a contributing factor may have been a premature ventricular contraction. The device was not returned, therefore, a root cause of the dislodgement could not be determined from the limited information available.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve was almost fully deployed when it moved out of the optimal position (too high) within the annulus. The movement of the valve may have occurred due to premature ventricular contraction (pvc), but this was unable to be confirmed. A second valve was implanted 4mm lower than the first valve. Trace paravalvular leak (pvl) was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).